Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Analysis of the device image revealed high battery current measurements within the battery trend data. Over the course of testing the battery voltage fluctuated to end of life (eol) battery levels. After cutting open the device, high battery current was discovered and isolated to the radio frequency communication integrated circuits.

Event description:
Upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.